Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. They will meet with an sjm representative on a later date.

Manufacturer narrative:
The 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.